Manufacturer narrative:
Serial # not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer alleged that the piic central station did not alarm for vtach. The device was in use when the issue was found. There was no report of patient injury or harm.